Event description:
It was reported that a malfunction occurred with the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and it did not recur. The customer was informed to contact technical support if the issue reoccurs.